Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on the additional review, there was no indication of an issue with sensor health. However, it was noticed that there was a recent increase in variability in glucose. The user was advised to relink their sensor and was encouraged to call back if the issue persisted.

Event description:
On 09 oct. 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care requested a diagnostic upload, which the user successfully completed, and escalated the case to the next level of support. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. The user was guided through the re-linking process successfully and informed that this procedure should only be done under guidance.after re-linking, dms confirmed the system was functioning correctly and up to date, with the user back in the initialization phase. The user was advised to continue using the system and contact customer care if discrepancies persisted. B4.date of this report 07 jan 2026. G3.date received by the manufacturer? 07 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.